Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit has large airplane tires on the front which allegedly didn't turn/guide just faced each other and allegedly whipped back & forth slamming into everything in the house on #1 gear speed..(lowest) ¿at one point the unit suddenly pinned the consumer's left hand between it's metal and a sharp corner of a cabinet.